Event description:
A customer reported an altitude alarm 21 on the pump, which led to the suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer to remove obstruction from speaker holes, clean them, and reconnect the cartridge. The customer was unable to resume insulin with the original cartridge but could load a new one, and no alarm occurred thereafter. The original cartridge was identified as not venting properly, and normal pump operation was resumed.